Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the neurostimulator was continuously depleting power. They were instructed to charge more frequently. The neurostimulator was replaced, which resolved the continuous depletion. The device was returned to the manufacturer for analysis. No symptoms were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4) found no significant anomaly due to ins battery reduced capacity to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.